Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that interrogation showed a mode change from dddr to vvi. The device was reprogrammed to ddd and none of the sensor parameters could be accessed. The pacemaker's microprocessor was restarted successfully. Subsequently, this occurred two more times and after the third time the device was replaced.~~~~~~